Manufacturer narrative:
Follow-up received on 28-jun-2016: information received from physician states that a patient had essure procedure done with another health care professional. No information regarding insertion was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced worsening pelvic pain and daily bleeding / excess bleeding / hematometra (interpreted as uterine bleeding). She had her uterus, cervix and bilateral tubes removed via robotic total laparoscopy hysterectomy. These events were considered serious and listed in the reference safety information for essure. Based on their nature, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious event (filmy adhesions noted to the right ovary and right tube and to the pelvic sidewall) and non-serious events were reported. The product technical complaint analysis resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 09-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. The patient concomitant drugs are lo loestrin fe oral tablet daily and vitamin d2. The patient's medical history included septated uterus with 2 distinct cavities. The patient's concurrent condition included genital herpes, sulfa allergy, and endometrial ablation. On (B)(6) 2015, the patient was in the physician clinic for a second opinion on pelvic pain/period issues. She reported in 2010 she had an essure tubal sterilization procedure done. She stated 6 months later she had endometrial ablation with and 6 months after the ablation she started developing severe period cramps. She had no cramping since she was about 12 years old. Her cramps have progressively gotten worse to the point of her being unable to walk, vomiting, and causing her enough pain to go to the emergency room. Her pain started on the left side near where her fundus is and radiates down her left leg in a crossed her right pelvis. She was placed on ocps from the emergency room but states they have caused her depression, muscle cramps, daily bleeding. Her pain seemed to be worse right before her cycle starts. She does have moderate flow of blood she reports. Her medical records were reviewed with her during the visit. Her ultrasound report showed that she most likely has a septated uterus with 2 distinct cavities that appear to have active tissue inside. This is why she still has some bleeding. The physician also believe that she may have some scarring in her cavity that is blocking some of the blood flow out just causing her pain, as is in a hematometra. She also reported she had left sided pain near where the fundus of her uterus would be, it was mentioned to her that a laparoscopic essure removal with bilateral salpingectomy however since she has other issues she was more interested in moving forward with the hysterectomy procedure. During exam, she experienced fatigue, back pain, neck pain, muscle pain, excessive hunger and excess bleeding. She was prescribed ethinyl estradiol-norethindrone, 1 tablet oral daily. On (B)(6) 2016, she had her uterus, cervix and bilateral tubes removed via robotic total laparoscopy hysterectomy; cystoscopy was also reported. No lesions were seen in the bladder except for the right ureteral orifice appeared to have a polyp-like lesion on its superior aspect. Filmy adhesions were noted to the right ovary and right tube and to the pelvic sidewall. The patient tolerated the procedure well. Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced worsening pelvic pain and daily bleeding / excess bleeding / hematometra (interpreted as uterine bleeding). She had her uterus, cervix and bilateral tubes removed via robotic total laparoscopy hysterectomy. These events were considered serious and listed in the reference safety information for essure. Based on their nature, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious event (filmy adhesions noted to the right ovary and right tube and to the pelvic sidewall) and non-serious events were reported. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("device breakage/fragments"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("left coil grossly penetrates through the proximal aspect of the fallopian tube"), pelvic pain ("worsening pelvic pain to the point of being unable to walk / pain starts on the left side near where fundus is and radiates down left leg"), uterine haemorrhage ("daily bleeding / excess bleeding / hematometra") and pelvic adhesions ("filmy adhesions noted to the right ovary and right tube and to the pelvic sidewall") in a 33-year-old female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine septum with 2 distinct cavities" and device deployment issue "complications or problems at the time of your essure procedure:device failed to deploy/early deployment". The patient's medical history included septate uterus, meniscal degeneration, gerd, weight loss, per vaginal bleeding, hyperglycemia and back pain. Previously administered products included for an unreported indication: antacid from 2007 to 2008. Concurrent conditions included genital herpes, sulfonamide allergy and endometrial ablation since 2011. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2007, ergocalciferol (vitamin d2), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen since 2007, lidocaine since 2000, nicotine since 2015, promethazine and vitamin d nos (vitamin d) since 2013. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe period cramps to the point of being unable to walk / dysmenorrhea (cramping)/abdominal pain monthly during menstrual cycle") with vomiting and depression ("depression / psychological or psychiatric problems: increased depression"). In 2012, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced nausea ("nausea during menstrual cycle"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), muscle spasms ("muscle cramps"), back pain ("back pain"), neck pain ("neck pain"), increased appetite ("excessive hunger"), myalgia ("muscle pain"), fatigue ("fatigue") and pain in extremity ("pain starts on the left side near where fundus is and radiates down left leg"). The patient was treated with surgery (hysterectomy (partial) and thermachoice endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, uterine haemorrhage, pelvic adhesions, depression, muscle spasms, back pain, neck pain, increased appetite, myalgia, fatigue and pain in extremity outcome was unknown and the pelvic pain, dysmenorrhoea, nausea and abdominal pain had resolved. The reporter provided no causality assessment for back pain, depression, dysmenorrhoea, fatigue, increased appetite, muscle spasms, myalgia, neck pain, pelvic adhesions, pelvic pain and uterine haemorrhage with essure. The reporter considered abdominal pain, device breakage, fallopian tube perforation, nausea, pain in extremity and uterine perforation to be related to essure. The reporter commented: left sided essure placed with 9 coils visible. Right sided essure placed but device failure as described below. 2010 fragments; (B)(6) 2016 hysterectomy (B)(6) 2010: unfortunately this was not helpful & the coil became caught in the fallopian tube & was unable to be removed due to coil fracture. When it became obvious that the coil could not be removed, the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Ultrasound scan - on an unknown date: multiple bilateral follicular cysts within the ovaries. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: nausea, vomiting, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- device breakage, nausea, perforation (uterus), abdominal pain,device failed to deploy,left coil grossly penetrates through the proximal aspect of the fallopian tube,pain starts on the left side near where fundus is and radiates down left leg. Outcome of event dysmenorrhea and pelvic pain updated. Reporter information, aka name, medical history, historical drug, lab data, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("device breakage/fragments"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("left coil grossly penetrates through the proximal aspect of the fallopian tube"), pelvic pain ("worsening pelvic pain to the point of being unable to walk / pain starts on the left side near where fundus is and radiates down left leg"), uterine haemorrhage ("daily bleeding / excess bleeding / hematometra") and pelvic adhesions ("filmy adhesions noted to the right ovary and right tube and to the pelvic sidewall") in a 33-year-old female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine septum with 2 distinct cavities" and device deployment issue "complications or problems at the time of your essure procedure:device failed to deploy/early deployment". The patient's medical history included septate uterus, meniscal degeneration, gerd, weight loss, spotting vaginal, hyperglycemia and back pain. Previously administered products included for an unreported indication: antacid from 2007 to 2008. Concurrent conditions included genital herpes, sulfonamide allergy and endometrial ablation since 2011. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2007, ergocalciferol (vitamin d2), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen since 2007, lidocaine since 2000, nicotine since 2015, promethazine and vitamin d nos (vitamin d) since 2013. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe period cramps to the point of being unable to walk / dysmenorrhea (cramping)/abdominal pain monthly during menstrual cycle") with vomiting and depression ("depression / psychological or psychiatric problems: increased depression"). In 2012, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced nausea ("nausea during menstrual cycle"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), muscle spasms ("muscle cramps"), back pain ("back pain"), neck pain ("neck pain"), increased appetite ("excessive hunger"), myalgia ("muscle pain"), fatigue ("fatigue") and pain in extremity ("pain starts on the left side near where fundus is and radiates down left leg"). The patient was treated with surgery (hysterectomy (partial) and thermachoice endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, uterine haemorrhage, pelvic adhesions, depression, muscle spasms, back pain, neck pain, increased appetite, myalgia, fatigue and pain in extremity outcome was unknown and the pelvic pain, dysmenorrhoea, nausea and abdominal pain had resolved. The reporter provided no causality assessment for back pain, depression, dysmenorrhoea, fatigue, increased appetite, muscle spasms, myalgia, neck pain, pelvic adhesions, pelvic pain and uterine haemorrhage with essure. The reporter considered abdominal pain, device breakage, fallopian tube perforation, nausea, pain in extremity and uterine perforation to be related to essure. The reporter commented: left sided essure placed with 9 coils visible. Right sided essure placed but device failure as described below. 2010 fragments; (B)(6) 2016 hysterectomy (B)(6) 2010: unfortunately this was not helpful & the coil became caught in the fallopian tube & was unable to be removed due to coil fracture. When it became obvious that the coil could not be removed, the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Ultrasound scan - on an unknown date: multiple bilateral follicular cysts within the ovaries. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: nausea, vomiting, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.